Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that there was period a periodic ¿zapping¿ feeling at the top of the battery. The patient stated that they noticed it about four to five weeks post-operatively. It was intermittent but as they were feeling around battery site the patient complained of zapping as they were pressing down on battery. It was unknown if action was required. Diagnostic testing or troubleshooting included impedance testing. The issue was not resolved. The cause of the issue was not determined. The patient had a follow-up with the healthcare professional (hcp) the thursday after report and would take either x-ray or use fluoro to see if the leads migrated. Symptoms or complications included pain and a zapping feeling at the device pocket and lead location. The product status was implanted and remains in service. The patient¿s status was alive with no injury. Additional information received reported that the manufacturer representative checked the impedances and they were all normal and ¿nothing out of the ordinary.¿ it was noted that the manufacturer representative reprogrammed the patient and the healthcare professional (hcp) took x-rays on (B)(6) 2014 and the leads looked fine. There were no malfunctions seen and the cause of issue was still undetermined. The patient had a follow-up appointment in (B)(6) that the manufacturer representative would attend. The patient seemed to be doing okay and would adjust the patient programmer as needed. The manufacturer representative planned to reach out to the patient the week of (B)(6) 2014.

Event description:
Additional information received reported, the patient didn¿t have the implantable neurostimulator (ins) on as much. It was note,d the shocking/jolting was mostly at the ins site and occurred mostly when the ins was on, but sometimes when the ins was off. Additional information received reported the manufacturer representative was going to see the patient wednesday

Event description:
Additional information received reported that the doctor checked all of the clinical images and the battery was functioning okay. It was noted that "they' turned adaptive stimulation off and gave the patient three different programs for the patient to decide the program that worked the best. The manufacturer representative indicated that the doctor would not revise the battery. The manufacturer representative stated that the doctor told the patient that they could continue to use the battery as they had or the patient could have it taken out. It was noted that those were the two options.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received 4 months later reported that the battery first depleted 3.5 days after it was implanted. It was on a low setting. The patient started having trouble when this event was first reported. She kept having it adjusted and it would shut off. She had to use a programmer to turn it on. The patient had pain at the site, over and understimulation, stimulation in her stomach and back, it would change, jolting feeling, and a loss of relief. The patient had meetings with manufacturing representatives and healthcare providers (hcp). Adaptivestim was shut off for 5 days then put back on. It was noted that the battery was bad. At her last visit with a manufacturing representative they were going to try something before sending the patient for surgery, but it didn¿t work. The patient met with her hcp and told her he couldn¿t replace the battery but he would remove it if she wanted. It was noted that she hadn¿t used her spinal cord stimulator (scs) since 4 months ago and times before that. 3.5 weeks prior the patient wanted to set up an appointment to talk to her hcp, but had not heard back from their office. She was taking pain medication but her primary care physician (pcp) told her to see a pain management doctor. She now was in a lot of pain and no way of getting rid of it. She couldn¿t do much of anything and had no idea what to do. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
**The following information was previously reported in 3004209178-2014-08282. All follow-up will be conducted in 3004209178-2014-04487 moving forward: it was reported the patient's stim had been shutting off. It was noted this was not related to the patient's position and just happened at different times. It was noted it didn't happen as often when the patient was lying down. It was noted the issue started 1-1.5 months ago and was unrelated to any falls/trauma. Impedances were all found to be within normal limits. Electrodes 0-7 were within 800-900 ohms, and 8-15 were within 1000-1700 ohms. It was reported the patient's adaptive stim (as) was enabled at the end of (B)(6). The ins was shut off the day of the current report and the patient was asked if it felt like that when stim shuts off. The patient reported it didn't feel like that. It was reported when stim shut off the patient felt stim at theins site. The normal stim area was the lower back and legs. It was noted that the patient had to shut it off and turn it back on in order to get stim back on. It was unknown if stim turning off correlated to the charge level. Additional information received reported the manufacturer representative would be following up with the patient on (B)(6) 2014. Follow up information received reported that the patient met with the manufacturer's representative on (B)(6). Impedances were checked and everything came back within normal limits. The patient's doctor asked the patient to come back in the beginning of (B)(6). There will be a discussion with the doctor to see if they want to revise the battery. If additional information is received, a follow up report will be sent.** additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) shut off by itself and there was intermittent shocking. It was discussed how to send a clinician programmer file. It was later reported that there was follow up with the patient the afternoon of (B)(6) 2014. The patient was now complaining of a pinching sensation and not a jolting feeling. The impedances were all fine and "the same as they were the last time" the battery was interrogated. It was noted that the manufacturer representative planned on having a discussion with the doctor about replacing the battery. It was noted that it could be potentially fluid behind the rings. The follow-up "imp" appointment was the beginning of (B)(6).

Event description:
Additional information received reported that the patient still had concerns with their device or therapy but have not sought further help.

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received reported the patient experienced a shocking or jolting sensation at the implantable neurostimulator (ins) pocket site with stimulation on and off. It was reported the patient felt a stim off sensation. The symptoms occurred following an implant, and the patient had complained about shocking/jolting since implant. No falls or trauma reported. It was noted the clinical specialist (cs) disabled the adaptive stim last week to see if that reduced the number of stim off incidents. The patient stated that it stopped but the shocking/jolting didn't the patient felt a shocking/jolting sensation even with stim off. It was noted the patient was very thin and there was not a lot of fat in the area on the ins. Due to this factor, the health care provider (hcp) thought that she may be getting pinched at the ins header block area, and that the rubbing of clothes or pressure may have caused that sensation (reported as pinching sensation). The sensation was unable to be reproduced when they palpated over the ins header/lead location. The patient reportedly felt the sensations in all positions (standing, sitting, and laying down) although not as much as the other positions. The cs stated the ins showed normal impedances and x-rays had been taken which showed no harsh bends or kinks in the leads, and no broken wires. It was noted that the adaptive stim feature was to be turned back on today with lower settings per hcp request. The cs was going to follow up with the patient in 2 weeks. Additional follow up information received reported the manufacturer representative was notified on (B)(6) 2014.